Event description:
Complainant recently purchased 5 handpieces from mti. The handpieces exhaust directly from the turbine into the surgical site. The exhaust hole directed out back of the handpiece appears to be non-functional or the small chip air tubing is non-functional. The design is not consistent with the reason for having 4 hole handpieces and tubings. Rptr writes, "I recently purchased 5 handpieces from mti. Four hole tubing handpieces are designed to exhaust turbine air back at the unit. The mti handpieces exhaust directly from the turbine into the surgical site. The exhaust hole directed out back of the handpiece appears to be non functional or the small chip air tubing is non functional. In any event the design is not consistent with the reason for having 4 hole handpieces and tubings." Rptr states in letter addressed to MFR, "I recently bought 5 lynx 333-ph handpieces with four hole tubing connectors. Turning the supplemental air off at the unit has no effect on the air exiting out of the handpiece next to the water orifice. The air apparently exhausts directly from the turbine which is not the function or design of 4 hole tubings. The exhaust air and residual oil is directed onto the site being cut with the bur. In periodontics, oral surgery and implant dentistry these handpieces are used to cut bone. Contaminating the surface with oil is not acceptable. Even more importantly the air blast into bone marrow spaces can have a devastating effect on the pt. A few years ago "an oral surgeon" had three pt deaths while doing implant surgery. The cause was traced to handpiece exhaust air into marrow spaces which cause air emboli. This is a serious concern which should be addressed by the FDA. Please advise as soon as possible how I can block the turbine air from exiting onto the cutting site." In a second letter to MFR, rptr writes, "I wrote you on august 13th about a major design defect in your lynx 333-ph handpieces. I have yet to receive a response and more importantly a fix to block off the turbine exhaust air which is directed on to the surgical site. I am requesting a return authorization to return the 5 handpieces for a full credit. I cannot use these handpieces as is. It would appear that your co is not concerned about any harm that can be caused by the design defect. I am therefore referring this concern on to the food and drug administration to investigate this product."